Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced side effects from the initial lead placement. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.